Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor seized, jammed and was moving heavy. It was further determined that the motor was running rough and was defective. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: min. 110 to 160 w, check for excessive noise, check for untrue running, check triggers for forward/reverse mode, check for air leak and check reverse locking mechanism. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the compact air drive device had an undetermined malfunction. It was reported that the event occurred during use on a patient. It was not reported if there were any delays to the surgical procedure. A spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.